Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic right hemi-colectomy, the handpiece was not making a connection with the device hand activation. There is an issue with the way the gold ring on the handpiece connects to the gold connector on the inner aspect of the shears. There was no adverse patient consequence.